Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387s-40, lot# va06jgn, implanted: (B)(6) 2013, product type lead.

Event description:
The patient via a manufacturer representative (rep) reported a sudden onset of "head rush" feelings intermittently, leading to the patient turning off stimulation with a full return of symptoms. It was stated that the patient was unable to pinpoint one environmental/emi source, but noted frequent travel through airports, non-contact boxing class, inversion table use, and attendance at the consumer electronics show. The patient was seen at the office of their healthcare provider (hcp) and found almost all circuits with high impedances (10,000 ohms), with the circuit that was in use showing intermittently high impedance at times "wnl" (900ohms) and other times much higher. To attempt to resolve the issue, they were able to use the most effective electrode pairing which was at times at a normal impedance level to obtain effective stimulation using constant current mode. The patient's device was found to be at elective replacement indicator (eri) so they were referred for implantable pulse generator (ipg) replacement. The issue was not resolved at the time of the report, with surgical intervention planned. Follow up information received from the rep on (B)(6) reported that the patient was taken to surgery on date of additional information, and the surgeon was usable to palpate the lead/extension connection so they opened at the scar visible on the skin at the scalp. Only the lead wire was found so they followed the wire and opened a couple of inches inferiorly. A new ipg pocket was also opened and the extension was inserted into the back port of the ipg which hadn't been in use. Impedances were tested and found to be high, indicating the ipg was not causing the issue, so they opened another couple inches inferiorly, roughly in the middle of the patient's neck and again found only the lead wire. They then dissected upward from the ipg pocket and found the lead/extension connection, with them observing the coiled wires inside the clear lead insulation to be broken. Photos confirmed the allegation and the lead remains in place at the time of the report. Impedance measurements on the clinician programmer showed c <(>&<)> 0, c <(>&<)> 1, c<(>&<)> 2, c<(>&<)> 3, and 0<(>&<)> 1 to be high. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.